Event description:
Additional information was received from the patient. They reported that the right hip area, or side area had like a stinging feeling. They turned off the stimulation yesterday because it was hurting pretty bad, and now they don't feel the sensation when stimulation is turned off. They stated that they recently had an x-ray, on (B)(6) 2021 they think, and then had an MRI of their neck. They didn't put the ins into MRI mode, they just turned it off. They didn't realize there was an MRI mode until after the scan. Patient didn't realize they had burning in upper right leg on the side her implant was on until after the MRI when they got up. Patient said they had severe stinging before the MRI but got wore since the MRI. Patient said they have arthritis and doesn't know if the stinging is arthritis. Patient said they tried turning stimulation down, but they don't know what amplitude they were at. Patient said they may have had the amplitude up too high. The patient is going to turn it back on and see how it goes. They have been trying to figure out if they had too much or two little stimulation or if they were just not on the right program. Patient thinks they have been on program 2 and haven't tried program 1. It was recommended that they follow up with their healthcare professional and let them know their symptoms and that it wasn't put it in MRI mode for the MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional rfr and annex a codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. On (B)(6) 2021, manufacturer rep met with patient at the physician office to discuss the patient¿s device therapy. Patient stated they were implanted in june (B)(6) 2021) and some time in july they started feeling heat and a periodic stinging sensation in the area of her right sided ipg that radiates to their right lower buttock/upper hamstring. Patient stated they turn the device system off when the heat and stinging sensation feels intolerable. Patient has had their stimulation off for two weeks. Currently on c4. Patient stated they have tried c1-c4, but the discomfort occurred on all four programs. Patient also stated that the stimulation therapy helps their bladder activity, so they try to keep it on for as long as they can tolerate. Patient denied having any falls and infections. There was no known impedance issues when tested on 1.0v. To resolve the issue, rep discussed programming with patient and made the following programming changes: cycling feature turned on, stimulation on for 10 min then off for 2 min, pulse width reduced from 210ms to 120ms, rate increased from 14hz to 17hz. Patient was sent home on c4/0.5v and will try the device therapy on c4-c7 to see if they experience the therapy without the ipg pocket site discomfort (heating with stinging sensation). Patient plans to follow-up with their physician in 1-2 weeks with feedback regarding the programming changes. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that ever since had reprogramming session at hcp office last tuesday or wednesday has been sweating all over her body, and also reported feeling stimulation intermittently down right leg and toes which is the same side as implant. Patient said she does have central air and doesn't go outside. Patient said doesn't know what changes that were made during the programming session. Patient asked for assistance in decreasing the setting. With instruction patient connected to implant and decreased the setting form 1.4 to 1.1 on program 2. Reviewed option to turn stimulation off for a period of time. Patient to monitor to determine if notices a decrease in sweating and to also turn stimulation off for a period of time and also monitor whether or not notices change in amount of sweating. Patient was directed to contact hcp office to report and ask for any additional direction.